Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. The adapt tool confirmed the unloaded voltage and loaded voltage was within specific range. No power loss alarm or replace battery now alarm noted during testing or in the device trace download. Device received with the audio alert functioning properly. No audio alert anomaly noted. Pump error 4 and pump error 63 was confirmed in the device history due to broken pin trace on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had an audio anomaly. The customer stated that the device was not making any sound when alarming. The device had power loss alarm and replace battery alarm in alarm history. The device alarmed hardware low level failure and the motor arm cannot communicate with the main arm during self test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.